Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported before use for an endoscopic vein harvesting procedure the 7mm extended length endoscope was missing the black washer. Black washer is off. A new device was used to complete the procedure. No patient involvement was reported.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/05/2022. An investigation was conducted on 12/14/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the shaft and tip of the endoscope. The base of the endoscope was not visible in the photograph. A visual inspection was conducted. There were no visual defects observed on the endoscope. A reference endoscope was used as comparison to the returned endoscope, there were no visual defects between the two devices. Based on the photographic inspection, as well as the investigation results, the reported failure "detachment of device or device component" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.